Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when sewing the incision in an unknown surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.